Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s school nurse reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose was over 600 mg/dl. Customer¿s blood glucose was 600 mg/dl at the time of incident and current blood glucose was 489 mg/dl. The customer did not experience any symptoms related to the high blood glucose. The customer was treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.